Manufacturer narrative:
Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for an atrial arrhythmia. The patient was hospitalized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.